Manufacturer narrative:
Updated: b5, d8, h2, h3, h6. H8, h11. A definitive root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited the tip of the metal housing was scratched. There were no reports of patient involvement.

Event description:
It was reported, the deflectable videoscope exhibited there was an abnormality in the image (blackout). The issue occurred during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.